Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could be determined, however, the issue was likely the result water entering the scope connector during/due to user handling, causing an electronic component failure. The event can be detected/prevented by following the instructions for use which state: ¿- inspection of the endoscopic image¿ ¿- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage¿. ¿- do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The field service engineer performed a service evaluation on the referenced device and the customer¿s reported problem was confirmed, the scope displays no image. The inspection also noted there is a large amount of water in the scope connector. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer reported that during inspection for use, the evis lucera elite broncho-videoscope shows ¿no image¿. No patient or procedure was involved.